Event description:
It was reported that surgery time was extended due to the liner not impacting into the cup.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the device show signs of scratched and deformation which were most likely caused from the attempted implantation. The device was manufactured in 2013. A review of complaint history revealed one prior complaint for the listed part failure mode, no prior complaints for the listed lot. A review of the manufacturing record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our quality department noted that all critical interlocking dimensions were checked. No features were found to be out of the print specification. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.